Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the doppler and verified the doppler operation to fix the issue. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) the doppler of the cs300 intra-aortic balloon pump (iabp) was not functioning. There was no patient involvement, and there was no adverse event reported.